Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was refusing to open when they tried to use the recover storage space button or when trying to access the drawer directly from the storage space configuration button, they attempted to shut down the machine for 2 minutes and turned it back on for a full reset but it didn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer had broken. The field service engineer (fse) found that the enhance half-height drawer 1.1 had failed, was not opening and the spring on the solenoid plunger was broken. The fse powered the station off and replaced the spring. Upon reboot, the drawer went off the bus, so the fse replaced the damaged retractor band. The drawer was tested in diagnostics successfully, and the customer confirmed recovery. The system functioned as intended after the field service engineer repaired the device.